Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient had an optical surprise where the provider stated the iol itself has the incorrect corrective power. (-1.5d se instead of a -.6d). The left eye is more near sighted than labeled by manufacturing which suggests it could be in fact a manufacturing error of the lens as it is outside the +/- 0.5d error considered for implants. There are two medical device reports associated with this patient. This report is associated with the left eye. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. No product was returned. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient had an optical surprise where the provider stated the iol itself has the incorrect corrective power. (-1.5d se instead of a -.6d). The left eye is more near sighted than labeled by manufacturing which suggests it could be in fact a manufacturing error of the lens as it is outside the +/- 0.5d error considered for implants. There are two medical device reports associated with this patient. This report is associated with the left eye. Additional information has been received and stated that patient undergone for yag laser capsulotomy procedure.